Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following malfunctions were found: foreign matter is present inside the charge coupled device (ccd) objective lens. Based on the results of the investigation, olympus could not identify the foreign material and could not conclusively specify the root cause of the foreign material remaining in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope had foreign matter is present inside the charged coupled device (ccd) objective lens. There was no report of patient involvement.